Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1 "noise appeared on the image" occurred because of a communication failure due to a faulty cable. The cause of the faulty cable could not be determined. Additionally, phenomenon 2 "coupler is damaged" was confirmed to have been reproduced at the repair department but a probable cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the cable was faulty causing the image issue and the coupler was damaged. Other issues found were: the internal cover glass of the coupler was dirty. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had no image. The issue had no procedure involved or supporting devices. There were no reports of patient harm.